Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump 63 error alarm. It was also reported that display screen was cracked and frozen. Customer's blood glucose was not reported. Insulin pump would be replaced.

Manufacturer narrative:
The pump error alarm was confirmed in the pump history due to a cold solder joint on the keypad assembly. No cracks on the screen were noted. The pump passed the self test. All buttons functioned properly. No damage in the keypad assembly or battery cap was noted. No frozen screen was noted. The pump passed the leak testing. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.